Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that recieved a call from j asking for general information on mattress settings for a dermafloat mattress - the caller is calling on behalf of her mom who has been on an air mattress since 2020 but had the mattress switched over the weekend. She noticed the therapy setting was not the same as it had been on and she had questions about the differences between therapy and pulsate settings. - it was a lengthy discussion starting initially with comfort and mode mattres settings but then she mentioned that mom had what she called a "soft tumble". Her mom is not with her, possibly in a long term facility and the incident was reported by facility staff. - I paused the conversation to try and get more info regarding that event, but she was not receptive additional discussion. She did discuss and go into detail that it happened during a transfer from bed, and that her legs do not touch the floor. - I mentioned the befifits of a hilo frame which she had never heard of, was very interested in, and we then spent the remainder of the call discussing befefits, features, specifications, model differences, etc. Complaint #(B)(4) was entered into our system.